Event description:
Bleeding occurred around sheath, unable to achieve hemostasis with fish device. Femostop was applied to pt. Hematoma approx the size of a cantaloupe, dissolved away. Pt was initially reported as okay. Ptt was high, thrombocytopenia (not device related). Pt passed away the evening of (B)(6) 2010; procedure related. Pt had disseminated intravascular coagulation (dic). Not device related. Physician stated, pt was not in good condition before procedure.